Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information received noted that when removing a smiths medical portex blue line ultra suction aid tube from a patient, the suction line was damaged. Subsequently, a tracheostomy (trach) tube change out was required. No adverse patient effects were reported.